Event description:
It was reported that a flogard infusion pump generated a 38 alarm. It is unknown when or in which care area this event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported condition of alarm 38 was confirmed in the alarm history review. The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The cause of the reported condition was determined to be damaged force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. The device was returned to the customer in good working condition.